Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure testing were performed with no issues noted. A functional test was performed by priming the device. The reported condition was not verified. The set was found to operate per specification. As stated in the event description, the nurses that used the product did not adjust the valves before use, causing a solution spill. Therefore, it can be concluded that the reported conditions were caused by the customer (user error). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood through a clearlink catheter extension set. This occurred during infusion. The nurse replaced the set to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.